Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d1, d6b, h6, h11 the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from osteolysis/bone loss, as stated in the short form. However, the reason for the osteolysis cannot be confirmed and the event could not be confirmed because the devices were not returned for evaluation, and no images or radiographs were provided. Additionally, contributions from user-or patient-related considerations could not be assessed from the reported information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: concomitant devices are unknown the device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that a consequence of the revision surgery on (B)(6) 2022 resulted in the plaintiff having to undergo a hemipatellectomy on (B)(6) 2023 due to progressive fragmentation of the patella caused by severe osteolysis and bone loss. As a result, plaintiff endured severe pain and complications following the left knee revision surgery as well as a difficult rehabilitation period and physical therapy. Plaintiff's ability to perform normal physical activities has been consequently limited.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: g3 initial report date.